Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported that when it was on the night side, it was hurting and flaring on their sciatic so the doctor moved it in (B)(6)2018 and it was upgraded. The patient noted the pain was close to unbearable even with the stimulator on and pain medication. It was noted the patient was still in pain. Additional information was received, it was reported the patient had severe pain and discomfort. The device was on a nerve on their right side, so the surgeon in (B)(6)2018 moved it to the left side and was given a new unit. The patient stated it felt much better but they still had pain. The patient noted the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the caller mentioned that they had a stimulator implanted on their right side initially, but then they had surgery to move it to the left side and had a new battery put in. See pe (B)(6) for controller issues and pe (B)(6) for rtm frayed see general text for omitted information.